Manufacturer narrative:
(B)(4). Batch #t94v41. Investigation summary the analysis results found that the 2b12lt device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic radical resection of colon cancer, after installing the trocar, the sleeve fell off. Another device was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.